Event description:
--

Manufacturer narrative:
Detailed analysis is currently being done on this lead. Once analysis is complete, this report will be updated.

Manufacturer narrative:
Boston scientific received information that visual observations confirmed that the lead was returned severed and in two segments. The conductor coils were stretched and there was laser damage with melted insulation. There was dried bodily fluid through the lead lumen and an extraction stylet returned stuck in the lead. The lead damage was determined to be caused from the explant.

Event description:
Boston scientific received information that this entire system was explanted for infection. During the explant procedure, it was noted that the device setscrew was stuck. The device and leads were explanted. During explant, this lead might have been damaged due to being stuck in the device header. To date, no additional adverse patient effects have been reported.